Manufacturer narrative:
(B)(4): this customer reported that when using the device on ac power, the display is blurry and cannot be clearly seen. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.

Event description:
This customer reported that when using the device on ac power, the display is blurry and cannot be clearly seen.